Manufacturer narrative:
The customer¿s report that the tubing separated at the lower fitment was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the lower fitment. Inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. The root cause of the customer¿s report was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.

Event description:
Unexpected return - the customer reported the tubing separated from the lower fitment during an infusion using the pump module. The antibiotics leaked onto the floor. There was no report of patient harm.